Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: oxygen device failed" message. The device was in clinical use when the issue occurred. There was neither a delay in therapy and/or medical intervention reported. The patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: oxygen device failed" message. The customer reported that the device was tested, and the alarm could not be duplicated. Additional assistance was requested. This investigation is ongoing.

Manufacturer narrative:
The device was evaluated, and it was reported that the issue was not duplicated during a test run performed. The service engineer (se) noted that the device was investigated, and no abnormalities were observed regarding the oxygen device failed. No further actions were required for the alleged issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
An additional evaluation of the device was performed, and the service engineer (se) reported that a "check vent: oxygen device failed" (diagnostic code: 1111) was confirmed in the event log. The se performed an investigation regarding the "check vent: oxygen device failed," and no abnormalities were observed. The se noted that the v60 ventilator calculates how much high-pressure oxygen needs to be delivered against the flow from blower motor in order to supply the oxygen concentration, which is set as the oxygen supply method. Therefore, in case a flow which exceeds the leak compensation ability of the v60 is generated as well due to circuit leak, patient circuit being disconnected and such, "check vent: oxygen device failed" occasionally occurs. No further actions were required for the alleged issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.